Event description:
It was reported that when the patient bumped into a table, stimulations were getting stronger. It was noted that this could indicate a fluid short. Additional information received reported that the feeling could be recreated just be touching the implantable neurostimulator (ins). The stronger stimulation was at the ins pocket. It was noted there were not certain positions where the patient had felt no stimulation or less stimulation. No malfunctions were seen or determined. No interventions were taken or planned. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).